Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a change out procedure for normal battery depletion, the physician was concerned that the proximal setscrew on the implantable cardioverter defibrillator (ICD) was not all the way tightened. It was noted that there had been no clinical observations during the time the device was implanted. No adverse patient effects were reported and the device was explanted as planned. The right ventricular (rv) lead remained implanted with the new device. No adverse patient effects were reported.